Manufacturer narrative:
The patient has reported the date of the event as 06-01-2021, but his mandibular advancement device was shipped by prosomnus to his prescriber on 06-20-2022. The patient reported he used the device for one year before noticing substantial side effects. If the patient used the device from june of 2022 to june of 2023, the event should have occured around mid 2023. Prosomnus followed up with the prescriber as well as the patient. The prescriber responded that he became aware about the patient's complaint on 02-05-2024. The patient had not reported the issues to his prescriber, and the last conversation the prescriber had with the patient was 12-20-2022. After two follow-up emails to the patient to return the device to perform the investigation, there was no response. Prosomnus osa device labeling provide the below warnings to users. Use of the device may cause: · tooth movement or changes in dental occlusion · gingival or dental soreness · pain or soreness to the temporomandibular joints · obstruction of oral breathing · excessive salivation mandibular advancement devices may cause temporomandibular joints (tmj) discomfort, teeth movement or change in dental occulsion, and such warnings are provided in the product labeling. Since the device was not returned to perform the investigation, there is no way to know if the device was altered or adjusted in any way, which could have contributed to patient's reported issues. Also, the device history record shows that two morning occlusal guides [mog] were shipped along with the prescribed device. The [mog] helps to realign the mandible in sleep apnea patients using intra-oral devices. It is unknown if the patient used the [mog] everyday for a few minutes to realign the mandible after removing the mandibular advancement device. The use of [mog] would have helped the device user to re-establish the maximum intercuspation [mip]. Prosomnus has performed due delingence by contacting the patient to get the device back for investigation. Unfortunately, nothing much can be done at this point by the manufacturer. Therefore, the cause for the patient's issues is not established.

Event description:
On 02-02-2024, FDA brought to prosomnus sleep technologies attention about a MDR (MDR report number mw5150549), which was reported to FDA on 01-16-2024 about a device our firm markets. The user of prosomnus device reported to FDA about jaw muscle discomfort, bite problem and teeth movement issues from using the mandibular advancement device for his obstructive sleep apnea treatment. The device user complained about the lack of presenting negative side effects in prosomnus' promotional materials.